Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-feb-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the formulary setup required assistance. A technical support specialist (tss)dialed into the server and found messaging log errors indicating item lanti was pending delete; proceeded with undo pending delete in pes formulary. Also observed port 18705 connection refusal, indicating a firewall network block, and requested hospital it to unblock the port. Found the device in manual critical override mode but confirmed devices are synchronizing normally. Reviewed meditech test charges and several transactions not crossing due to earlier communication issues noted in case history. Verified hl7 messages reached meditech but were not processed due to incorrect quantity mapping tied to es configuration (dosage form unit and no fractional setup). Clarified dosing behavior for insulin and explained return waste logic. Advised considering an additional medication entry to better match dose to dosage form configuration. Overall, system behavior is functioning as designed, and testing may continue under current configuration. The system functioned after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server user processed insulin charges and performed a dispensing machine pull for lanti and humai. However, user have not seen any corresponding messages appeared on meditech test ehr system. The customer reviewed the message queue within the electronic health record and does not find any pyxis messages queued for these two transactions. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4: unique device identifier not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server user processed insulin charges and performed a dispensing machine pull for lanti and humai. However, user have not seen any corresponding messages appeared on meditech test ehr system. The customer reviewed the message queue within the electronic health record and does not find any pyxis messages queued for these two transactions. However, there were no delays or adverse events or injuries reported based on this event.